Event description:
It was reported that the patients lead migrated and caused decreased therapeutic effect with no stimulation sensation. The patient had recurrent symptoms of urgency and frequency. She also had worsening urge type incontinence. The patient had an increased in accidents during the day and had to get up in the middle of the night. The patient was reprogrammed on (B)(6) 2012, where they increased the amplitude to 2.5v. The patient felt increased pressure in the rectum from this programming. It was noted that when the patient was programmed they had initial good results, but then 'it would stop.' It was also noted that there was no injury to the patient due to this event. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).